Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin detached from toothbrush- oral b power care [device breakage]. Case narrative: consumer via phone stated that while brushing teeth they felt a metal pin within the toothpaste. No injury was reported.